Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece. Visual inspection and x-ray examination found no anomalies on the lead. Electrical testing did not find any conductor fractures or internal shorts.

Event description:
It was reported that at implant the lead was placed in septal location, and after 30 minutes during an attempted av node ablation, septal thresholds became elevated. Repositioning the lead was attempted multiple times without success. The lead was removed and replaced with a new lead and successful septal implantation. There were no adverse health consequences, the patient was stable.